Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed, should any necessary supplemental information become available.

Manufacturer narrative:
(B)(4). This complaint for a separated (problem code) was not confirmed due to unavailable sample. A sample evaluation was not performed due to unavailable sample. A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A customer contacted baxter's technical service center reporting that the spike fell out of a bag during drain 1 while on the homechoice (hc) machine. However, during a follow up with the home patient (hp) stated on (B)(6) 2010, it was revealed that actually it was not the spike that had come off, rather the transfer set had become loose and separated from the hp's catheter during sleep. The hp stated that he had transfer sets with him, so he immediately replaced the transfer set. The hp stated that he notified the nurse about the separation and they replaced the transfer set yet again on (B)(6) 2010. Per hp, he was given antibiotics, however, hp did not have any injury or harm as a result of this incident. Per hp, the nurse explained to him that it was normal from time to time for the transfer set to become loose if not hand-tightened regularly. The hp added that now he hand-tightens the transfer set on a daily basis. The hp did not know what exactly caused the transfer set to become loose and then separate. The hp provided the lot number. The hp uses a titanium adapter that is still in use (product code or brand unknown). Per hp, he is doing fine and continuing therapy without issues. No allegations were made against any of the hp's dialysis products. No patient injury was indicated at this time. No further information was provided.